Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported lead perforation could not be conclusively determined.

Event description:
Two days post implant, the patient had dyspnea and sharp pain at the left side. Additionally, the r-wave had decreased and the threshold had increased. X-ray confirmed a right ventricular (rv) lead perforation. A revision procedure was performed and the lead was repositioned in the rv to resolve the event. The patient was managed conservatively and the patient was stable.